Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (Cont.) 5594 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was believed to have caused a myocardial perforation. The lead experienced failure to capture at high voltages. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.